Event description:
It was reported that the patient's blood glucose level rose to 466 mg/dl while wearing the pod. The patient reported being unsure if the cannula was properly seated in the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp4a.251205.006.s721usqubdzdp. Hardware: sm-s721u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.